Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the inspiratory pressure transducer printed circuit board (pcb) to solve the issue. The pcb was returned for further investigation. The provided logs confirm the reported internal leakage test failure and also show failure during pressure transducer test sequence and safety valve test sequence. The returned part, which is an inspiratory pressure transducer pcb has been tested on a ventilator. It failed the internal leakage test during pre-use check. The zero pressure voltage and the wheatstone bridge were measured and both result show major deviations indicating a broken pressure sensor. A microscopic investigation showed a large particle inside the sensor's cavity and it was noticed by visual inspection that there was a liquid on the backside of the pressure transducer pcb. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).